Event description:
During cervical laminectomy c3-t1, the levo arm did not operate correctly. As a result the patient had to be carefully flipped and a new device was used in place of the levo arm. Immediately after this event, the device was brought down to our biomedical department and the vendor was notified. This device was recently installed in (B)(6) 2023 and it need to be replaced as we identified that two joints were not functioning properly. Currently we are awaiting the new levo arm device and once we get that device the old device will be returned to the manufacturer.